Manufacturer narrative:
Additional info has been requested and if made available this will be reported as supplemental. Method, result and conclusion will be made available following an engineering eval.

Event description:
It was reported that, "reflex hybrid removal screwdriver tip broke upon attempt to remove screw from locking ring. Screw was not able to be removed."